Manufacturer narrative:
Citation: petronio as et al. Safety and efficacy of the subclavian approach for transcatheter aortic valve implantation with the corevalve revalving system. Circ cardiovasc interv. 2010 aug;3(4):359-66. Doi: 10.1161/circinterventions.109.930453. Epub 2010 jul 6. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the safety and efficacy of the subclavian approach for transcatheter aortic valve implantation (tavi). All data were collected from 13 italian centers between june 2007 and july 2009. The study population included 514 patients (predominantly female, mean age 83 years), all of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients deaths occurred peri-procedurally, at 1-month and at 6-month follow-ups. There were 14 deaths at 1-month follow-up and 20 deaths at 6-months follow-up which were deemed ¿valve-related¿. No other details were provided regarding these death events, however, the authors defined valve-related morbidity as any structural deterioration or nonstructural prosthesis dysfunction, valve thrombosis, embolism, bleeding events, and prosthetic valve endocarditis. Based on the available information, these deaths may have been attributed to medtronic product. Among all patients, adverse events included: suboptimal positioning (too high or too low), severe paravalvular leak, left bundle branch block, permanent pacemaker implant, acute renal failure, major bleeding, major vascular complication, myocardial infarction, stroke, and cardiac tamponade. Intervention was performed in the form of valve-in-valve replacement and conversion to open heart surgery. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.